Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they were in the hospital and while using the liberty select cycler at the hospital they discovered a fluid leak during the ready phase of setup on the cycler. The patient was not connected during the incident. Fluid was discovered both in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the back of the cassette. The m31 air detected in cassette alarm occurred prior to the fluid leak during fill 2 of 5. Additional information has been requested, however to date has not been provided. The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they were in the hospital and while using the liberty select cycler at the hospital they discovered a fluid leak during the ready phase of setup on the cycler. The patient was not connected during the incident. Fluid was discovered both in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the back of the cassette. The m31 air detected in cassette alarm occurred prior to the fluid leak during fill 2 of 5. Additional information has been requested, however to date has not been provided. The device was not returned to the manufacturer for evaluation.